Event description:
Facility alleges an adverse reaction occurred one hour into the dialysis treatment. Pt's blood pressure dropped and he became dizzy. Dialysis was discontinued and the blood was returned to the pt. Oxygen was administered at 2 l/min. Pt stablized after blood was returned. Pt was sent to ER. No blood loss or serious injury reported as a result of this incident. This event involved one pt.